Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-06562 and 2134265-2016-06563. It was reported that automatic pullback failure occurred. The 75% stenosed target lesion was located in the mildly tortuous and non calcified right coronary artery (rca). An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a pullback sled to view the target lesion. During a percutaneous coronary intervention (pci), automatic pullback was performed however, during the first pullback, overload error message repeatedly occurred. The physician tried to initiate the automatic pullback but failed. Reconnection was performed but the issue was not resolved. The procedure was completed with another opticross imaging catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. No issues were found and the device appears to be in good conditions. The telescope assembly was able to properly pull back, advance, or retract. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2016-06562 and 2134265-2016-06563. It was reported that automatic pullback failure occurred. The 75% stenosed target lesion was located in the mildly tortuous and non calcified right coronary artery (rca). An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to view the target lesion. During a percutaneous coronary intervention (pci), automatic pullback was performed however, during the first pullback, overload error message repeatedly occurred. The physician tried to initiate the automatic pullback but failed. Reconnection was performed but the issue was not resolved. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported and the patient's status is good.